Event description:
It was reported that the staff performing a suprapubic catheter change inserted new catheter. The inflated balloon and catheter fell out of the bladder immediately with the balloon deflated. The second catheter obtained was inflated to test prior to insertion. The balloon seemed to be ok but once the catheter was inserted it fell out again with balloon deflated. The third catheter had the same thing to occur. The staff obtained a releen catheter and inserted that. There was no reported patient injury.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to infl ate with stated ml of sterile water. Or ¿ for pre-fi lled products, remove clip and squeeze reservoir to infl ate with stated ml of sterile water." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the staff performing a suprapubic catheter change inserted new catheter. The inflated balloon and catheter fell out of the bladder immediately with the balloon deflated. The second catheter obtained was inflated to test prior to insertion. The balloon seemed to be ok but once the catheter was inserted it fell out again with balloon deflated. The third catheter had the same thing to occur. The staff obtained a releen catheter and inserted that. There was no reported patient injury.